Manufacturer narrative:
The reported event that unk_sel was alleged of s-17 device damaged could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible and no additional information will be requested to the customer as this serves for trending purpose. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However the event reported is not in relation to any deficiency in the product. The event clearly mentions that ¿product inquiry addresses 1 screw perforations which had to be exchanged due to partial head necrosis.¿ the literature provided with the product clearly mentions ¿necrosis¿ as one of the possible adverse effects, and that ¿each surgeon must consider the particular needs of each patient and make appropriate adjustments when and as required.¿ if any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
Stryker became aware of a white paper published by prof. Dr. Med. H. - u. L, april 2007, titled ¿clinical experience with locking plates for the treatment of proximal humeral fractures¿ and is associated with axsos cortical screws and/or locking screws. Within that publication 8 post-operative complications/adverse events were reported, which occurred between 2005 and 2007. It was not possible to ascertain specific device or patient information from the article. A review of the complaint handling databases however revealed that the events had not been reported by the hospital or by the author of the publication, therefore 8 complaints were initiated retrospectively. This product inquiry addresses 1 screw perforations which had to be exchanged due to partial head necrosis.